Event description:
Doctor reported that during a surgery procedure, a disconnection of the implants seems to be occurring. Further it was alleged that the disjunction might come from to a smaller cone connection distance.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided in a supplemental report.